Event description:
It was observed during the device inspection, that the duodeno videoscope exhibited the light guide lens and distal end had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the dirt foreign material was confirmed inside the light guide lens. In addition, it was presumed that physical stress such a hitting/dropping the distal end or chemical stress such as chemical solution used made the light guide lens glue peeled off, then moisture invaded there and corroded. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: detection method is described in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.